Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 07/17/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 35mg/dl and 226mg/dl. Reviewed meter memory: 1:323mg/dl (B)(6) 2015 02:06:00 pm fasting:yes. 2:249mg/dl (B)(6) 2015 02:00:00 pm fasting:yes. 3:66 mg/dl (B)(6) 2015 01:59:00 pm fasting:yes. 4:190mg/dl (B)(6) 2015 10:08:00 am fasting:yes. 5:303mg/dl (B)(6) 2015 09:55:00 pm fasting:yes. Customers concern:66mg/dl, 249mg/dl, 323mg/dl. Customer tested 4 hours after eating and received erratic results in which she is concerned with (66mg/dl, 249mg/dl, 323mg/dl). Customers expected range is based on where her physician would like her to be. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique. Additional product codes added.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 07/17/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 35mg/dl and 226mg/dl. Reviewed meter memory: 1:323mg/dl (B)(6) 2015 02:06:00 pm fasting:yes. 2:249mg/dl (B)(6) 2015 02:00:00 pm fasting:yes. 3:66 mg/dl (B)(6) 2015 01:59:00 pm fasting:yes. 4:190mg/dl (B)(6) 2015 10:08:00 am fasting:yes. 5:303mg/dl (B)(6) 2015 09:55:00 pm fasting:yes. Customers concern:66mg/dl, 249mg/dl, 323mg/dl. Customer tested 4 hours after eating and received erratic results in which she is concerned with (66mg/dl, 249mg/dl, 323mg/dl). Customers expected range is based on where her physician would like her to be. Adverse event not reported.